Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Visual inspection noted that the sac had a burst along the lumen. No pieces of the sac were missing. A blown sac was observed along inflation eye. Per functional evaluation, water was introduced into the inflation lumen and the flow was obstructed. A microscopic examination found conditions that could be associated with the reported event,; however, the exact cause could not be determined. Dimensional evaluation: eye snip length: 2/32' inflation lumen coverage: 15 thou. Balloon thickness: 21 thou. Burst initiated from bottom collar of sac: 1cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was found around the welded area of the nipple of the drainage bag. The bag was used for 7 days. In addition, a balloon burst was confirmed during the evaluation. There were no missing pieces.